Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- the upper/lower case, two side bail covers and ring cover were broken. The lead flex cover was broken and the battery release was contaminated. The ring and two side bails were missing.